Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a threader balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The tip, balloon, coil, hypotube, outer shaft and inner shaft were microscopically examined. There was a 1mm circumferential tear in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The hypotube was separated 8.5cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 1.2mmx12mm threader balloon catheter was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed circumferential balloon tear and hypotube break.